Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that patient faced kinked cannula event on 23-may-2024. Unomedical do not see kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly.